Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and PICC assembly component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 navilyst medical complaint report was reviewed for the product family bioflo PICC, and the failure mode oversleeve extension tubing hole/fracture. No adverse trends were indicated. The reported complaint description cannot be confirmed, as no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. A potential contributing factor to the hole in the extension tubing could be excessive exposure to cleansing agent used. This may include covering the extension tubing-to-oversleeve junction while the device is still wet with the cleansing agent. The directions for use packaged with this device contains cautions regarding cleaning agents and cleaning techniques. Navilyst medical manufacturing process controls for the bioflo PICC include (B)(4).

Event description:
An indwelling bioflo PICC was removed and replaced with a bard power PICC due to leaking at the location between the oversleeve mold and the extension tubing. The patient condition was reported as stable. The used catheter was discarded at the hospital.